Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed under intracardiac echocardiography (ice) guidance. Baseline imaging demonstrated a trivial pe. Transseptal puncture (tsp) was initially attempted using a versacross connect (vcc) system along with a watchman trusteer access system (was) but was unsuccessful. An nrg radiofrequency needle was subsequently used to successfully cross the interatrial septum. A pe check was performed and was deemed insignificant. The was and pigtail catheter were then advanced into the left atrium and laa. Following laa angiography and pigtail placement in the laa, the pe around the right and left ventricle was observed to increase in size. The procedure was aborted, and the was and pigtail were withdrawn to the right atrium. The patient became hemodynamically unstable with hypotension. A pericardiocentesis was performed for cardiac tamponade, with approximately 400cc of bright red fluid removed and auto-transfusion performed, including transfusion of two units of packed red blood cells. The patient was intubated in case the patient required further intervention. The patient was transferred out of the electrophysiology lab in stable condition with a pericardial drain in place. The physician assessed the event as related to transseptal access. The patient was admitted and is expected to fully recover.